Manufacturer narrative:
Per smartphone compatibility information, with use of freestyle librelink application, the customer's device (huawei p40 lite) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. Attempted to replicate the user¿s complaint using samsung galaxy s20 fe 5g (android 13, 2.8.4.9335) and successfully received low glucose alarms. No issues were identified with the freestyle librelink app. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung huawei p40 lite phone with operating system version 10. The customer reported that the low glucose alarm did not sound and experienced symptoms of disorientation and required treatment of glucagon injection and soda provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung huawei p40 lite phone with operating system version 10. The customer reported that the low glucose alarm did not sound and experienced symptoms of disorientation and required treatment of glucagon injection and soda provided by a healthcare professional. There was no report of death or permanent impairment associated with this event.